Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's representative reported that the patient's implantable neurostimulator had not been working for a long time and they needed it recharged for an MRI. The implantable neurostimulator would not fully recharge and would not hold a charge after they recharged it. The patient noted that they had found out about 1.5 months prior to the report that the implantable neurostimulator was never installed properly. The patient had contacted a manufacturer representative, and it was reported that the implantable neurostimulator is angled so that she cannot charge properly. It has been this way since implant, and her battery has been dead for 6 months. It was reviewed with the patient that the device needs to be in MRI mode or eligibility form needs to be completed in order for the patient to have and MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Pt reported that it's always taken so long to recharge the ins; pt stated that she thinks the issue is due to the ins as the ins has turned somehow and she can feel the ins wobbling back and forth; pt stated that she doesn't think that the ins was put in right. Patient services was understanding that this issue has been since the ins was implanted. Pt stated that hcp went out of business, so she just sees her primary doctor. Pt stated that she would never recommend this to somebody else and that she wouldn't do it again if she had to; pt stated that the ins helps when she's in pain and that her pain is getting better, however she would never go through this again.